Manufacturer narrative:
Medical device expiration date: na. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the smallbore 6 inch ext vlv was clogged. The following information was provided by the initial reporter: we have been encountering issues with bd smartsite extension sets #20039e, specifically lot # 20125796. Some, but not all, are defective. We are unable to push any fluid/saline through the line and therefore, we are unable to inject through them.

Manufacturer narrative:
H.6. Investigation: no product or photo was returned by the customer. It was reported by the customer that they are unable to push any fluid/saline through the line and unable to inject through them. The customer complaint could not be verified due to the product not being returned for failure investigation. A device history record review for model 20039e lot number 20125796 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A definitive root cause for the customer's experience could not be determined as no needle-free connector (smartsite) was returned. Following a small number of similar reports, bd has conducted an in-depth investigation, CAPA#1998036, to identify any potential contributing factors for occlusion of this nature. A complaint history check was performed and this is the 6th related complaint reported with the defect/condition of flow issues - fluid blockage with lot #20125796 regarding item #20039e.

Event description:
It was reported that the smallbore 6 inch ext vlv was clogged. The following information was provided by the initial reporter: we have been encountering issues with bd smartsite extension sets #20039e, specifically lot # 20125796. Some, but not all, are defective. We are unable to push any fluid/saline through the line and therefore, we are unable to inject through them.